Event description:
It was reported that during a sleeve the long60a (with a gst60d) was closed normally, then engaged the handle for the first step then the handle blocked for the second step. It has cut but not stapled. The surgeon reopened the stapler and changed the reload, with exactly the same event, the knife did the first step, cut and the stapler blocked during the second step cut without stapling. The surgeon took a new long60a, with a new gst60d, same event. Surgeon used sutures to close the stomach. They called a taxi to deliver a plee60a from an other hospital. After one hour of waiting , he used the powered echelon with success. For the moment no patient consequences reported. To resolve the issue, the surgeon took plee60a. The procedure was prolonged for 90 min.

Manufacturer narrative:
(B)(4). Date sent: 6/24/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished long60a, with lot/batch number x9603v, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2024. D4: batch # 950a82. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one long60a (a) device was returned with no apparent damage and along with 26 reloads (c-ab). Two gst60d (c & d) reloads were received fully fired, three gst60d (e,f,g) reloads were received partially fired 1/4, one gst60b (h) reload was received fully fired, one gst60b (I) reload was received partially fired 1/4, and 19 gst60d (j-ab) sterile reloads were received. The device was tested for functionality in the articulated position with the returned reloads (e.f.g. I) and thirteen (j-v) sterile reloads and achieved its complete firing sequence without any difficulties noted. The staple lines and cut lines were complete and the staples meet the staple release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 950a82, and no non-conformances related to the reported complaint condition were identified.